Event description:
It was reported that a small volume infusor underinfused. This occurred during infusion of 97.8ml of fluorouracil solution. The reporter stated that after 48 hours of infusion, half of the solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.